Event description:
During an in-clinic follow-up, increased capture threshold was observed on the leadless pacemaker (lp). An x-ray was performed and the lp was found to be in a different orientation than it was at implant. The lp was successfully repositioned and reprogrammed to resolve the event. The patient was in stable condition.